Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on an intellivue mx450 patient monitor indicating that the screen froze. The device was in use on a patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Additional information was received which confirmed that the issue described as a frozen screen was an unresponsive touchscreen. It was confirmed that measurements were still being displayed, but the screen was unresponsive to touch. Analysis was performed by a field service engineer (fse) which included functional testing. The results of the analysis confirmed the touchscreen was unresponsive. The fse calibrated the touchscreen and rebooted the device. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was the touchscreen was out of calibration. The issue was resolved by recalibrating the touchscreen and rebooting the device. The product is back in service. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation. Based on the updated information provided, and the issue was deemed non-reportable. The loss of operation of the touch function on the display would be detected by the user during attempts to interact with the touch function. During this time, physiological data can continue to be displayed, and alarms can continue to operate. The user would make arrangements for use of an alternate display as indicated.